Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode was part of a system explant due to infection. It was reported that the xyphoid incision never fully healed. This product was explanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.